Manufacturer narrative:
Additional information: d4 expiration date and UDI #, d9, e1, h3, h4, h6 (update codes), h11. Correction: d4: model #, g4: PMA/510k #. E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. The coupler jaw assembly was returned with the jaw assembly, holder, and dislodged rings within the opened inner and outer trays. During visual inspection, the coupler assembly and holder showed no signs of damage. There was a bent pin on one ring and evidence of patient use, such as dried blood or tissue. During the functional investigation, the jaw assembly was clicked into an anastomotic instrument (ai) as intended. The knob of the ai was rotated to ensure the jaw assembly would function as intended within the surgical process. The jaw assembly closed properly, and the jaws sprung open after removal from the ai as expected. The reported condition was verified. The cause of the ring dislodgement and bent pin could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dislodgment of the ring of a microvascular anastomotic coupler device. After assembly of the coupling system and prior to performing the anastomosis, one of the rings became dislodged from the instrument, which prevented successful anastomosis. The rings were then safely removed, and the procedure was subsequently completed using a new, identical device. There was no patient involvement. No additional information is available.